Manufacturer narrative:
Cine images were submitted for review, no echo provided. The observations of the imagery are as follows. Observations: assessment of the aortic valve or root calcification, coaxial alignment, image intensifier angle, rapid pacing, and ventilation was not possible from the imagery provided. In addition cine imagery of the first sapien valve positioning or deployment were not submitted. There was no porcelain aorta and no mitral annular calcification (mac). The approach was transeptal via rf3 transfemoral system. The second sapien valve position was two millimeters (mm) ventricular but the imagery showed that the valve kept moving aortic to deploy in the same position as the first valve. At the end of the inflation, a delivery system balloon burst (non-edwards balloon) was noted. Post valve in valve aortogram demonstrated aortic regurgitation (ar). Impressions of the imagery review are as follows: the first sapien valve positioning and deployment were not available for review. However, post deployment aortogram showed significant ar. Although the second valve was positioned a few mm ventricular, the valve moved aortic during deployment. Final result demonstrated the second valve super-imposed within the first valve. Post valve in valve aortogram demonstrated ar on cine. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined due to limited imaging provided. It was noted that the approach was off-label transeptal which in addition to patient factors could have contributed to the event. There is no documentation of device malfunction. The safety and effectiveness of the edwards sapien transcatheter heart valve via transeptal delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards' clinical specialist, an off-label antegrade approach transcatheter aortic valve replacement (tavr) procedure was performed. A sapien valve was implanted inside a another sapien valve that was positioned too aortic causing aortic insufficiency. The second valve was implanted at the same position as the first valve and the ai improved.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The IFU/training review indicates that the device is intended to be used via transfemoral approach. In this case, the device was used off label via a transaortic approach without the use of the retroflex sheath. No manufacturing non-conformances identified in the product evaluation, a corrective action is not required. The safety and effectiveness of the edwards' sapien transcatheter heart valve via antegrade delivery has not been established, and is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Echo and cine images have been requested from the site and are pending review. Investigation for possible root cause of the reported event is in progress by edwards lifesciences.